Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to faulty force sensor resistor. Also unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. All buttons function properly. It was able to access the alarm history screen and scroll up and down to review the alarms. No damage noted on keypad traces. No failed battery test alarm or battery out limit alarm noted. No unexpected motor noise or audio/beep anomaly noted during testing. Device passed the displacement test, rewind, basic occlusion, self test and unexpected restart test. All operating currents are within specification. Off no power alarm functions properly. Device had cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. Keypad flex connector on lcd board was locked. Motor tested outside of the device and passed.

Event description:
Customer reported the insulin pump is alarming battery over load and it is making a crunching noise. Customer was unable to review the alarm history because the screen was not going up or down; it started working after a while. Customer also reported he received two no delivery alarms, one bad battery and two battery out limit alarms. Blood glucose value is 127 mg/dl. Nothing further reported.